Event description:
It is reported that the pt received an acetabular cup and underwent a revision surgery due to pain. Moreover it was reported that the pt has a pre-existing cardiac health problem.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the year of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should additional information become available and the device(s) be returned for evaluation and an investigation result be available that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
This case was re-opened to enter additional information received on 10/26/2012. This case is related to the issues for which zimmer implemented a correction in july 2008 hence zimmer (B)(4) will close this case once again. (B)(4).

Manufacturer narrative:
Additional information was received on 06/26/2015. Surgical report: the implantation notes of the hip stated that the surgery was according to standard protocol. Visual examination: during the visual examination the durom acetabular component presented ingrowth of the porous surface; very light third body material on the articulating surface and light scratches on rim and articulating surface. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the durom us acetabular component 54/48 n was implanted on the right side.